Event description:
It was reported that the patient presented for a remote follow up via merlin.net with an atrial lead that exhibited failure to capture, poor sensing, and high pacing impedance. It was also noted that the lead was dislodged due to twiddler's syndrome. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, sensing anomaly, and high pacing lead impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix length was within specification. The reported events of loss of capture, sensing anomaly, and high pacing lead impedance were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.